Manufacturer narrative:
Additional manufacturer narrative: the subject device was returned to and is under product evaluation. A supplemental MDR will be submitted once the product evaluation is completed. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Based on the information provided by the surgeon, the stenosis was likely due to the calcification, pannus and hypomobility of the two cusps noted by the health-care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Event description:
As reported, the aortic valve was explanted after an implant duration of approximately three (3) years and four (4) months due to stenosis secondary to calcification and pannus overgrowth causing hypomobility of two cusps. The subject device was replaced with a non-edwards valve. No other details reported.

Manufacturer narrative:
Customer report of calcification was confirmed. Heavy calcification was observed in the cusp areas of leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrated calcification, no visible damage to wireform. Approx 90% of the sewing ring was also cut. This damage is most likely due to explant. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.